Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, a pt/layperson complained that his onetouch ultramini meter had prompted error 5 at 9:00 a.m. The same day. The pt, whose daily diabetes regime is oral medication, became shaky, lightheaded, and sweaty at noon. The pt selftreated with food. At 3 pm, the pt reportedly obtained 117 mg/dl on another meter. Using another vial of test strips, the pt successfully tested for the cca. Because the pt allegedly showed symptoms attributed to hypoglycemia after a reported er5 issue, the complaint is reported. The cca replaced meter, test strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.